Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine implant procedure the physician noted that this right ventricular (rv) lead had high thresholds and pacing inhibition. The lead was found to have dislodged. The rv lead was repositioned, however during the second repositioning of the lead physician noted the lead had dislodged again during sewing of the suture. The lead was attempted to be repositioned a third time and the lead dislodged again causing the right atrial (ra) lead to dislodge as well. The atrial lead was successfully removed; however the physician experienced removal difficulty of the rv lead due to a stuck helix. After multiple attempts the rv lead was also successfully removed and a new ra and rv lead were implanted. No additional adverse patient effects were reported. The leads were discarded at the hospital.